Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the pka case earlier today, the small and large collet nut would not hold the anspach burr in place. This malfunction caused the anspach to move from the original registration position and subsequently not pass a registration check. In order to rectify this issue, we had to open the other pka tray that lives at (B)(6) and use the small and large collet nut from the set to complete the case. Case type: pka. Surgical delay: 16-30 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that the collet could not assemble the burr. Product evaluation and results: functional inspection: functional inspection was conducted on a known good anspach end effector assembly and the anspach motor remained secure when pulling the motor assembly or pushing on the burr. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 02/25/2016 with no reported discrepancies complaint history review: review of complaints within the trackwise database for p/n 111758, l/n 19460615 no other complaints related to the reported failure. Conclusions: functional inspection was conducted on a known good anspach end effector assembly and the anspach motor remained secure when pulling the motor assembly or pushing on the burr. Reported failure mode could not be confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
During the pka case earlier today, the small and large collet nut would not hold the anspach burr in place. This malfunction caused the anspach to move from the original registration position and subsequently not pass a registration check. In order to rectify this issue, we had to open the other pka tray that lives at lsh and use the small and large collet nut from the set to complete the case. Case type: pka. Surgical delay: 16-30 minutes.